Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error- per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. It was discovered by tandem technical support that the customer over filled the cartridge. The customer declined troubleshooting further but planned to continue using the existing cartridge. There was no reported adverse impact to the customer¿s blood glucose level.